Event description:
(B)(4). Update: I had a hysterectomy (removal of uterus, cervix, and both fallopian tubes-including essure coils) on (B)(6) 2014, nearly six weeks ago. Since that date my joints no longer ache and my abdominal pain is completely gone. However, the biggest symptom to disappear is the swelling/pitting edema. Prior to surgery I had been taking a prescription diuretic daily for more than 5 1/2 years. I have not taken a single diuretic in 6 weeks! I can see my ankles, my lower legs don't ache and I have had to buy new shoes because my feet no longer swell and some of my shoes no longer fit. Also so far no vaginal discomfort or infections.

Event description:
Since essure was placed I have had 2 root canals, 2 teeth extracted, pitting edema in my legs and feet daily, chronic yeast infections, heavy menstrual bleeding that includes clots, my uterine lining is 21mm (normal is 5mm-8mm), I have had a hysteroscopy with d and c which showed nothing, I have had a uterine biopsy that was normal, I broke out in a blistered rash (all lab tests showed nothing abnormal), I have gained 40 pounds, my hips ache so bad sometimes I can't sleep or sit, and I get spasms in my lower abdomen (uterus area) every day, bloating and bacterial vaginosis.